Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum burette clave sites 114in ndehp that the customer reported the following: because the convertible piercing pin was blunt, the spike was bended, causing the rubber crumbs to fall into the burette when the piercing pin was inserted into the rubber stopper of IV bag. There was no report of harm.

Manufacturer narrative:
One used plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in and one used sodium chloride 0.9% 100 ml intravenous bag; lot 2a1063 was received for investigation. As received, the set was visually examined and the piercing pin was confirmed to be bent. No other anomalies were found on the set. The bent tip would cause tearing of the stopper material that the customer identified. The complaint can be confirmed and the probable cause of the bent tip is due to an error from the third party vendor. The vendor as been notified of this issue. The device history record (DHR) for the lot number was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 5/24/2021.